Event description:
Product damaged out of the box- one side of tip was damaged and insulation most likely affected. A new product was opened to complete the procedure and rep was notified. Product had no patient contact and no harm. Manufacturer response for covidien ligasure, (brand not provided) (per site reporter): will pick up product for evaluation.